Event description:
A pvasc 6.0x44 expandable tip detached during a procedure while attempting to withdraw the device through a stented region of the blood vessel. It was observed that the expandable tip got stuck on the strut of the stent. The physician unsuccessfully attempted to withdraw the detached tip. He decided to compress the expandable tip against the wall of the artery using a new stent. Following the device detachment and placement of new stent, the patient remained clinically stable and was discharged without any negative after-effects.